Event description:
Doctor was doing a phacoemulsification on a patient with a very dense cataract. The tip of the device occluded causing the tip to get hot resulting in a mild burn from the phaco tip and as a result the patient will have an astigmatism mainly from the suture.